Event description:
It was reported that the patient was bradycardic during pulmonary vein isolation. During the post- electrophysiology (ep) study typical right atrial flutter was induced and a non-(B)(6) rf ablation catheter with a non-(B)(6) sheath was used to ablate the cti. During the last rf application a steam pop occurred at the ra-ivc junction. At that point the patient became hemodynamically unstable, and a pericardial effusion was noted on ice. Pericardiocentesis was performed more than three times to drain the pericardial space. The patient was intubated and received a transfusion of blood products. A surgical intervention was also performed and the patient was admitted to the intensive care unit (ICU). The patient is expected to fully recover. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).